Event description:
On (B)(6)2023, it was reported by a sales representative via sems that an ar-13995n multifire scorpion needle broke off into the patient's tissue. The surgeon spent over thirty minutes attempting to retrieve the broken piece unsuccessfully. The case was completed with the fragments left inside the patient. This was discovered during an rcr procedure. Additional information received on 5/4/2023: the rcr procedure took place on (B)(6)2023. The case was completed with a new ar-13995n multifire scorpion needle.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is not confirmed. One unpackaged ar-13995n serial/batch number (B)(6) was received for investigation. Visual evaluation noted that the needle handle was deformed. The needle's tip was bent. However, no broken pieces were identified on the tip or any other needle place. No problem found.